Manufacturer narrative:
The field service representative indicated that the instrument was checked over and found to be functioning within specifications. The customer has not reported any further issues. A specific root cause could not be determined. The customer was asked to provide further information for investigation, but the requested information was not available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient urine sample tested for creatinine jaffé gen.2 (creat). Upon first run of the sample, the analyzer had a sample short error. The sample was run again and resulted as 0.3 mg/dl accompanied by a data flag. The 0.3 mg/dl was reported outside of the laboratory as < 4.0 mg/dl. The sample was repeated on (B)(6) 2014 and resulted as 77.5 mg/dl. The sample was repoured and repeated a second time, resulting as 78.5 mg/dl. The repeat results were believed to be correct. The patient was not adversely affected. The creat reagent lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He confirmed successful calibration and quality control runs. He performed a precision check and observed the instrument in normal operation.